Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction to b5. Updated: d9, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: faulty patient board set. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following contributed to the reported malfunction: faulty patient board set. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue was found during set up/inspection for use. There were no reports of patient involvement. No additional information received from the customer.

Event description:
It was reported that the subject device had no image. The issue was found during set up / inspection for use. There were no reports of patient involvement. Event description: on (B)(6) 2025 (B)(6) (tac): gi tech (B)(6) called and stated they have a cv-190 that is not displaying an image with 180 series scopes they have tried multiple 180 series scopes and multiple maj-1430 videoscope cables. They swapped in a different cv-190 processor and issue was resolved. Issue was discovered during setup about a week ago (exact date not provided), initially it was thought issue was related to scope and scope was sent in but trouble was found and since then they discovered it is the processor. (B)(6) was warm transferred to customer solutions to arrange RMA. No further action required by tac: complete. Additional information: no service report will be sent by tac.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will be returned to olympus for evaluation.